Event description:
It was reported that the ventilator's printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of liquid spill on the main backplane pc board was found. The pc board was replaced and after successful tests the ventilator system was sent back in service. Provided photo confirms the reported liquid spill problem. The pc board was not further investigated since ingress of liquid/corrosive substance on pc boards can cause failure/short circuits which might lead to a ventilator system malfunction. According to the healthcare facility, the liquid entered the ventilator system was most likely IV fluid.

Event description:
Manufacturer's ref #: (B)(4).